Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 days. The event occurred at the university (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had suspected gastrointestinal bleeding on based on blood observed in the patient¿s stool. The patient was transfused with between 4 and 8 units of packed red blood cells on (B)(6) 2016 and (B)(6) 2016. The cause of bleeding was reported as due to elevated inr before operation or platelet count less than 60,000 and complexities of medical management. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.